Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken assessed as to an unidentified (tear) opening (shell thickness was within specification and missing piece of the shell assessed as to inconclusive. Valve leak and/or damage observed an opening on diaphragm valve assessed to cracked valve seat diaphragm valve. Additional observations: crease flat observed in the device of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported left side deflation. Healthcare professional later reported "hole in valve." Device has been explanted.